Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03312. The patient received 2 scs leads with different lot numbers. It was reported the patient was experiencing a shocking pain in his side. Subsequently, the physician replaced the patient's scs leads. Additionally, the physician elected to replace the patient's scs ipg. The issue resolved with the lead replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.